Event description:
It was reported that a spectrum iq infusion pump had a weakened speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a weakened speaker was reproduced powering up device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition determined to be a dislodged speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.